Manufacturer narrative:
Upon further investigation, the following information was received indicating that the reported issue was found outside of clinical use; there was no patient on the unit. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
Report date: 23sep2021.

Event description:
It was reported to philips by a customer that the unit had a defective nav-ring. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the biomed reported the unit nav-ring is not moving and is causing the settings on-screen to jump. This unit may be fixed by replacing the front bezels with navigation ring. Further information is pending.